Event description:
It was reported that during a laparoscopic gastric bypass when the stapler was fired, the instrument fired an incomplete staple line. Open gastric wall was observed with subsequent bleeding and leakage. The distal gastric wall was repaired with another device with no pt consequence.